Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that a patient expired while connected to the lap top ventilator 1150. At this time, the customer did not provide any allegation against the product.

Manufacturer narrative:
Results of investigation: a vyaire failure analysis technician was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications.